Manufacturer narrative:
The pump was received with intermittent button response due to moisture damage on the keypad traces. The pump had a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip, and minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose at time of incident was unknown. Customer stated the lower right key was not sensitive. The customer's blood glucose is normal, didn't require medical treatment.